Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 1/23/15. Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that air bubbles were present in the cartridge. The patient had a blood glucose (bg) of 400 mg/dl nausea, headache, and extreme drowsiness. Patient received no unusual treatment. Customer support found that the cartridge filling technique was correct, and the connections were secure. This complaint is being report because the patient experienced hyperglycemia and the air bubbles issue was not resolved.